Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no audible alarm. The unit was triaged and the issue was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no alarm. No patient was involved.